Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that during night shift rn safety checks, a continuous midazolam infusion was noted to be infusing at a rate of 0.4 ml/hr however the ordered rate was 0.33 ml/hr. The rn changed to the correct rate at 1946. When performing pump/rate verify in epic emr system, the incorrect rate increase was recorded at 1913 while both nurses were away from the bedside. Timeline: at 1900 the pump running at the correct rate(.03mg/kg/hr). At 1913 the rate changed to 0.0364mg/kg/hr. At 1946 during safety checks rate was noted to be incorrect and changed back to the appropriate rate. At 1947 pump rate verify (prv) was completed which filed all the data since the last prv which is why there is extended time between the action time and the recorded time. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The customer¿s complaint of a rate change was confirmed through a review of the pcu event logs, no devices were returned for investigation. Review of the pcu event logs confirmed that on (B)(6) 2019 at 7:13 pm a rate change from 0.33ml/hr to 0.4ml/hr occurred. During a midazolam infusion the user selected the syringe module channel and pressed the up arrow which changed the rate to 0.4ml/hr and started the infusion program. The midazolam infusion program infused at this rate for approximately 34 minutes when at 7:47 pm the user changed the dose to 0.03mg/hr which caused the rate to change back to 0.33ml/hr. The proximate cause of the rate change was user programming. Log review only.

Event description:
It was reported that during night shift rn safety checks, a continuous midazolam infusion was noted to be infusing at a rate of 0.4 ml/hr however the ordered rate was 0.33 ml/hr. The rn changed to the correct rate at 1946. When performing pump/rate verify in epic emr system, the incorrect rate increase was recorded at 1913 while both nurses were away from the bedside. Timeline: at 1900 the pump running at the correct rate(.03mg/kg/hr). At 1913 the rate changed to 0.0364mg/kg/hr (0.4ml/hr) . At 1946 during safety checks rate was noted to be incorrect and changed back to the appropriate rate. At 1947 pump rate verify (prv) was completed which filed all the data since the last prv which is why there is extended time between the action time and the recorded time. Although requested, there were no further details or information provided and no report of harm.